Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient infusion set fell off during use. The event occured on (B)(6) 2026 and (B)(6) 2026. Since infusion set was in use for one day. The patient replaced infusion set and resumed insulin deliveries successfully no further information is available.

Manufacturer narrative:
Initial and final (B)(4) -device 1 of 2.